Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon encountered a whistling noise during insufflation. The surgeon uses 4 devices with 5 mm instruments with them for the procedure, there is no insufflation lost during the noise but this has never occurred on the devices in the past until she used this device. They completed the case with the devices. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. It was noted the bottom ring was shattered. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. A valid lot/batch number was not received, therefore, the device history review could not be performed.